Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that vascular injury occurred during touch up with a coda balloon catheter during a thoracic endovascular aortic repair (tevar). The treatment length for the 82 year-old male patient with a 'descending saccular aneurysm' was 130 mm, and there was concern for a future type 1b endoleak. Therefore, a zenith alpha thoracic endovascular graft proximal component (zta-p-34-113-w1) and graft extension (zta-de-112-w1) were placed. After stent graft placement, vascular injury occurred in the proximal zta-p-34-113-w1 during touch-up with the coda balloon. The balloon was described as "bale-like" on the images until the appropriate injection volume was reached. An additional push, after the balloon appeared "bale-like", resulted in a higher injection volume. The vessel wall failed to withstand the balloon pressure, causing the balloon to become spherical. The image clearly showed the possibility of vascular damage, so angiography was performed immediately. No retrograde dissection was seen on the angiogram, but there was a finding of a slight accumulation of contrast media outside of the proximal end of the stent graft. Therefore, localized vascular damage was suspected, and a zta-p-34-113-w1 was additionally implanted centrally. After repairing the vascular damage during the procedure, the patient was confirmed to have stable blood pressure and left the room. However, within 30 minutes of returning to the intensive care unit (ICU), he developed a cardiac tamponade. An immediate contrast computed tomography (CT) scan showed that the patient had developed retrograde type a dissection from the damaged site of the stent graft. Although it was not visible on angiography during surgery, it was believed that the dissection had already progressed to the ascending vascular wall when the vascular wall was damaged. The physician performed an emergent open-chest surgery. In order to relieve the cardiac tamponade and treat the type a dissection, an artificial blood vessel replacement procedure was performed on the ascending vascular graft. It should be noted, that the physician thought that he also felt the expansion pressure, but the blood vessel was damaged immediately. The blood vessel wall may have been weak due to patient's age-related factors. Additionally, the physician stated that he believed it was a problem with the amount of injection into the balloon and not the device itself. No other adverse effects were reported for this incident.

Manufacturer narrative:
Correction: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A correction to the description of event was provided on 07aug2024. After repairing the vascular damage during the procedure, the patient was confirmed to have stable blood pressure and left the room. However, within 30 minutes of returning to the intensive care unit (ICU), he developed a cardiac tamponade. An immediate contrast computed tomography (CT) scan showed that the patient had developed retrograde type a dissection from the vascular damage. The stent graft was not damaged.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 02uag2024 and 07aug2024, it was reported that the exact amount of the injection into the balloon is unknown, but the blood vessel diameter was about 30-31mm, it is believed that 15cc-20cc was injected. Viewing under fluoroscopy, the balloon expanded when the blood vessel was damaged, so it may have been a little over 20cc. "Bale-shaped" was described a barrel or sandbag shaped.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported to cook that a dissection of a vessel occurred while using a cook coda balloon catheter for stent molding, the patient was an 82-year-old male at the time of the event. He had been diagnosed with a descending saccular aneurysm. The patient underwent a thoracic endovascular aortic repair (tevar). The surgical plan was to implant a zenith alpha thoracic endovascular graft proximal component (rpn: zta-p-34-113-w1) followed by a zenith alpha thoracic endovascular graft distal extension (rpn: zta-de-34-112-w1) to treat the area that measured approximately 130 mm. A cook coda balloon (rpn: coda-2-10.0-35-120-40) was used for ¿touch up.¿ while using the coda balloon in the zenith alpha thoracic endovascular graft proximal component (rpn: zta-p-34-113-w1) that was in place in the vessel that measured 30-31 mm in diameter, the balloon appeared to have a ¿barrel or sandbag shape¿ until the appropriate injection volume was reached. The exact volume is unknown. However, it is believed that 15-20 cc¿s were injected. The clinician performed ¿another push resulting in a higher injection volume.¿ the vessel wall failed to withstand the pressure from the ballooning. The balloon was reported to have expanded and become ¿spherical¿ in shape when the vessel damage occurred. Therefore, it was reported that the injection volume may been a little over 20 cc. Angiography was performed immediately. No retrograde dissection was seen on the angiogram, but there was a finding of a slight accumulation of contrast media outside of the proximal end of the stent graft, and localized vascular damage was suspected. A zenith alpha thoracic endovascular graft proximal component (rpn: zta-p-34-113-w1) was placed in the area of dissection. After repairing the vascular damage during the tevar procedure, the patient was confirmed to have stable blood pressure and left the room. However, within 30 minutes of returning to the intensive care unit (ICU), he developed cardiac tamponade. An immediate contrast computed tomography (CT) scan showed that the patient had developed a retrograde type a dissection from the damaged site of the vessel which resulted in cardiac tamponade. The physician performed emergency open-chest surgery on the patient where an artificial blood vessel replacement procedure was completed on the ascending vascular graft. The patient recovered. It should be noted that the physician thought that he also felt the expansion pressure, but the blood vessel was damaged immediately. The blood vessel wall may have been weak due to patient's age-related factors. Additionally, the physician stated that he believed it was a problem with the amount of injection into the balloon and not the device itself. No other adverse effects were reported for this incident. Reviews of documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specification of the device were conducted during the investigation. The complaint device was not returned to cook for investigation; therefore, no physical examinations could be performed. Medical imaging was not provided for review. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed one related non-conformance in which the affected device was scrapped. A complaint history search revealed no other complaints reported against this lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The device was packaged with IFU t_coda2_rev6. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. Warnings ¿ do not exceed maximum inflation volume. Rupture of balloon may occur. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in damage to vessel wall and/or vessel rupture. ¿ do not use a pressure inflation device for balloon inflation. Precautions ¿ always manipulate catheter using fluoroscopic control. ¿ use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. ¿ always monitor balloon inflation using fluoroscopic control. Potential adverse events ¿ vessel dissection, perforation, rupture, or injury balloon inflation volume do not exceed maximum inflation volume. Rupture of balloon may occur. Adhere to balloon inflation volume parameters as shown below. Over-inflation of balloon may result in damage to vessel wall and/or vessel rupture. Maximum inflation volumes catheter size max, volume coda-2-10.0-35-120-40 40 cc. Balloon preparation note: balloon and balloon lumen of the coda balloon catheter contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. 1. Remove protective balloon sleeve. 2. Prepare balloon lumen with standard 3:1 saline and contrast mixture as follows: a. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. B. Purge all air from balloon in standard fashion. C. Completely deflate balloon and close stopcock. 3. To increase ease of insertion, balloon may be lubricated with a thin layer of sterile, biocompatible lubricant. Balloon introduction and inflation 3. Under fluoroscopy, advance the balloon to the desired position using radiopaque markers. Caution: if the coda balloon catheter is being utilized to expand a vascular prosthesis, use the radiopaque markers to ensure that the entire balloon is positioned within the prosthesis. 4. Inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. 5. If balloon pressure is lost and/or balloon rupture occurs, deflate the balloon, and remove balloon and sheath as a unit. Based on the information provided, no product return or imaging supplied, and the results of the investigation, cook could not determine a definitive cause for the reported failure. It is possible that the medical procedure may have contributed to this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch was sent.